Manufacturer narrative:
The customer reported that they did not get an alarm for elevation changes in the patient st segment. The philips field service engineer (fse) went on site to troubleshoot the cause of the issue and obtain logs. He stated that on the pic, the st measurement was turned off under unit settings as default. The philips fse was informed by the hospital staff that the alarm techs do not alter the st measurement settings on their tele patients. This would not explain why they did not get an st alarm even though the st alarms were activated. The st alarms were turned on, but without the measurements, they would not get any alarms. They were not aware the st measurement was turned off, but they are considering changing the default to on. A review of the logs indicated that in 2009 beginning @00:00:08 until 00:23:08, there were 25***tachy alarms, 20***vfib/tach alarms and 5***asystole alarms that were silenced by the user. The available information does not support that there was a malfunction, design or labeling problem, but issues due to the st measurement not being activated by the clinicians and the silencing of arrhythmia alarms by the monitor techs.

Event description:
The customer reported that they did not get an alarm for elevation changes in the patient st segment.